Event description:
It was reported that when the fiber was activated the beam was forward firing. The fiber was replaced, and the procedure was completed using the replacement fiber. There were no patient complications.